Manufacturer narrative:
(B)(4). The device was evaluated by the hospital's biomed; however they could not duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and was returned to the end user for use. The device will not be returned to physio-control for eval. The cause of the reported failure cannot be determined.

Event description:
A (b)(6 male pt was presented to have a fitting and adjustment of a cardiac pacemaker. The pt had a history of diabetes, hypertension, obesity, was a bypass pt in the past and is in congestive heart failure. During the procedure, the pt went into ventricular tachycardia while placing the rv lead. The pt was already connected to the device. The device was charged to 250 joules. When the charge was completed, the nurse pressed the shock button to deliver the defibrillation shock; however the device did not discharge. The button was pushed a total of five (5) times without discharge. The nurse then pressed the cancel button and recharged the device. When the charge was completed, the discharge button was pressed and a shock was successfully delivered. It was the health professional's impression that there was a delay in care related to the device not delivering defibrillation therapy in a timely fashion. There were no known adverse effects to the pt resulting from the reported failure.